Event description:
It was reported that there was a device anomaly. Further information was requested however, was not provided.

Manufacturer narrative:
The device was returned for analysis. Upon receipt, the device was above elective replacement indicator (eri). The device was tested in the laboratory. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.